Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: [ dated mid 2020] op notes: loose tibia and well fixed femur, pain onset, revised tibial and femoral components, staining and metallic debris, patella component well fixed, osteolysis on femoral side, and component explanted, once removed, osteolysis noted underneath, large non-contained defect on medial side of tibia debrided to good bone. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as he product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent right total knee arthroplasty. Subsequently, patient developed pain and underwent revision procedure approximately 12 years post implantation. The tibial component was found grossly loose, osteolysis, metal debris, and staining. All components were revised.